Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a breach of the outer insulation at the first rib/clavicle. The proximal conductor was obstructed with blood and visual analysis noted the lead was stretched.

Event description:
It was reported that after a routine device replacement procedure, the patient experienced shortness of breath and a low heart rate; it was noted the chronic right ventricular lead dislodged and was not capturing nor sensing. The lead could not be repositioned so it was explanted and replaced. No further patient complications have been reported as a result of this event.